Event description:
During attempted implant, high pacing impedance was observed on the left ventricular (lv) lead after it was connected to the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.